Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system including an ipg and surgical lead on (B)(6) 2011. It was reported that the impedance readings exhibited high measurements on all of the lead contacts after the implant. A fluoroscopy showed that the position and header of the ipg were normal. It was reported that the physician stated that he was unable to move the lead, and the amplitude could be turned up to only 0.1 ma. Reprogramming efforts were unsuccessful at resolving the issue. Follow up on the pt on (B)(6) 2011 found that all impedance values measured invalid and no stimulation could be achieved. The physician plans to do an x-ray of the entire system; the next course of action is currently undetermined. No further info is available at this time.